Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges having a stroke in their right eye about 4 years ago. The patient saw two doctors for blurry vision, one of which sent the patient to the emergency room for the stroke. Patient alleges the hospital ran tests. Patient alleges having no peripheral vision in their right eye. There is no allegation of serious or permanent harm or injury. The patient reports finding their recalled device in their home and contacting their dme, who informed them the device was registered but not replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges having a stroke in their right eye about 4 years ago. The patient saw two doctors for blurry vision, one of which sent the patient to the emergency room for the stroke. Patient alleges the hospital ran tests. Patient alleges having no peripheral vision in their right eye. There is no allegation of serious or permanent harm or injury. ***this report is a duplicate report. Please handle appropriately.